Event description:
Patient reported the right side breast is feeling "firm and looks abnormal due to capsular contracture," (translates to baker grade iii). No indication treatment or surgical reoperation has occurred, device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.